Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during dwell 1 of 4 of pd treatment. The patient was connected during the incident. The cycler had prompted with an m31 air detected in cassette warning during drain 0 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid was noted to be leaking from the stay-safe connection on the connection that was connected to the patient. The patient was advised follow up with the peritoneal dialysis registered nurse (pdrn) on call. The patient stated they would discontinue treatment for the night. The patient did not know how to perform manuals. There was no patient injury noted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak was noted from the stay safe connection of the set during dwell 1 of 4 of treatment and treatment was cancelled. The pdrn stated the machine prompted with an m31 air detected in cassette message during drain 0 of 4 of treatment and confirmed the fluid leak was not caused by the cycler. The pdrn confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not feel comfortable on performing manual peritoneal dialysis therapy and stated they did not complete their remaining treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The patient continued use of the cycler without further issue.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during dwell 1 of 4 of pd treatment. The patient was connected during the incident. The cycler had prompted with an m31 air detected in cassette warning during drain 0 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid was noted to be leaking from the stay-safe connection on the connection that was connected to the patient. The patient was advised follow up with the peritoneal dialysis registered nurse (pdrn) on call. The patient stated they would discontinue treatment for the night. The patient did not know how to perform manuals. There was no patient injury noted. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the fluid leak was noted from the stay safe connection of the set during dwell 1 of 4 of treatment and treatment was cancelled. The pdrn stated the machine prompted with an m31 air detected in cassette message during drain 0 of 4 of treatment and confirmed the fluid leak was not caused by the cycler. The pdrn confirmed there was no allegation of a fluid leak or defect against any of the used solution bags. No fluid was found on the cycler tray, cycler cart or on the floor. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not feel comfortable on performing manual peritoneal dialysis therapy and stated they did not complete their remaining treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The patient continued use of the cycler without further issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.